Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h129 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h129 shows no trends. Trends were reviewed for complaint categories, pressure dome membrane leak and alarm #52: collect line air detected. No trends were detected for each complaint category. An investigation was performed based on the complaint description and the smart card data provided by the customer. A review of the data on the smart card verified an alarm #52: collect line air detected occurred after 981 ml of whole blood had been processed. The customer reported when the alarm was received they removed the tubing and pressure domes that resulted in a leak. Section 4-18 of the cellex operators manual software version 5.1. States "caution: do not remove any pressure dome during a treatment." The root cause of the pressure dome membrane leak is most likely due to the operator removing the pressure domes during the treatment. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced an alarm #52: collect line air detected with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. Further communication with the customer during an on-site visit revealed the customer experienced a pressure dome membrane leak during the procedure. The customer reported the alarm #52: collect line air detected alarm was received when 980 ml of whole blood had been collected. The customer stated they removed the tubing and pressure domes and one of the pressure domes had leaked. The customer aborted the treatment and stated the patient was stable. The customer returned the smart card data for evaluation.